Manufacturer narrative:
Unit had cracked reservoir tube lip, broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near the reservoir window. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.